Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a vizigo sheath and the medical team noticed the blood was leaking backward out of the sheath. No needle was inserted. Blood return was noted when dilator and wire removed. They noted a possible issue with the valve. No air entered the patient's body. Approximately 10ml of blood loss occurred. The sheath was replaced and the issue resolved. The procedure continued with no further issues. No patient consequences were reported.

Manufacturer narrative:
G1 manufacturer site country code: 65+. G1 manufacturer site phone: 63737200. G1 manufacturer site postal code: 757438. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).